Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator's lcd screen was observed to be broken. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. A ventilator was returned to a third-party service center for service. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at third-party service center for the broken lcd screen, error codes were found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. H3 other text : device evaluated at a third-party service center.

Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was observed to be broken. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.